Manufacturer narrative:
(B)(4)

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 51 mm in diameter abdominal aortic aneurysm. The patient's aortic neck angulation was approximately 70 degrees. It was reported two month follow up CT revealed an unknown abnormal event. One month later it was determined that the patient had a proximal type I endoleak and a distal type I endoleak coming from the left iliac. The physician stated there was a very angulated neck approximately 80 degrees that caused the stent graft to not be opposed proximally. The left limb appears to have pulled up into the aneurysm slightly. The physician elected to implant six aptus endoanchors in the proximal aortic neck however, after the sixth anchor was implanted the aptus guide would no longer deflect. The cause of the deflection issue was most likely caused by the user over deflecting the guide (past 90 degrees) due to the patient's aortic neck angulation. An angiogram was performed and the proximal type I endoleak remained so an endurant ii cuff was implanted resolving the endoleak. The distal type I endoleak was treated with an endurant ii limb that successfully resolved the event. On the final angiogram, a late filling of the aneurysm around the flow divider of the graft was identified. After giving the patient almost 200cc of contrast trying to find the source of the endoleak the procedure was completed. The physician stated that there is no longer proximal or distal type 1 endoleak, but there is a possible type 2 that fills quickly from a branch off the sma. No additional clinical sequelae were reported and the patient is fine.